Manufacturer narrative:
Bd received 7 samples and 8 photos for investigation. The photos were reviewed and the indicated failure mode for clotting was observed. Additionally, the customer samples were visually inspected with no issues being identified and submitted to the chemistry lab for titration testing. All results were within the specification limits for catalog 362788. Retention samples were visually evaluated with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for clotting based on the photos provided. Testing of returned samples was within specification. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that after centrifugation with bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg the samples clotted. 16 patient was recollected. The following information was provided by the initial reporter: customer states samples are clotting.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation with bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg the samples clotted. 16 patient was recollected. The following information was provided by the initial reporter: customer states samples are clotting.